Manufacturer narrative:
B3/d11: the event occurred on (B)(6) 2020 (previously reported as on an unspecified date in (B)(6) 2020). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: the event occurred on an unspecified date in (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a disconnection occurred between the patient adaptor of a titanium transfer set and the titanium adaptor; further described as the transfer set was "off" when patient woke up. This occurred during use of peritoneal dialysis therapy. The transfer se was replaced but titanium adaptor was still used. There was no patient injury, however the patient was given prophylactic antibiotics as a precautionary measure. No additional information is available.